Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed entering the sgc. Air was also observed in the anatomy in the left side of the heart on transesophageal echocardiogram (tee). No manual removal was performed. The air was seen to dissipate after a few cardiac cycles. There were no symptoms. The cds was removed from the sgc and the sgc was aspirated and cds re-prepped. The clip was then deployed successfully. The patient woke up stable with no defects. Patient was discharged to home with no residual issues or intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 , a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed entering the sgc. Air was also observed in the anatomy in the left side of the heart on transesophageal echocardiogram (tee). No manual removal was performed. The air was seen to dissipate after a few cardiac cycles. There were no symptoms. The cds was removed from the sgc and the sgc was aspirated and cds re-prepped. The clip was then deployed successfully. The patient woke up stable with no defects. Subsequent to the previously filed report, additional information was received: patient was discharged to home with no residual issues or intervention.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported air embolism is a cascading event of the leak. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. The reported improper or incorrect procedure or method was associated with the user reusing the device after removing the sgc from anatomy and reaspirating. It was determined that this did not contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusion not yet available.